Event description:
Reportedly, performance issues over 4g network were observed between the home monitor and the back-office.

Manufacturer narrative:
The reported network performance issue was confirmed. - analysis revealed that the observed issue most probably resulted from a software anomaly at the level of the associated 4g-compatible wirex converters. However, this hypothesis could not be confirmed with certainty. Rework of all involved wirex devices is ongoing to permanently solve the issue. Based on available data, no issue is suspected with home monitor devices.

Event description:
Reportedly, performance issues over 4g network were observed between the home monitor and the back-office.